Event description:
It was reported the valve "leaked" shortly after implant but then "stopped on its own" (resolved). The pt has experienced a total of five transient ischemic attacks, the last of which were in 11/2001. In 2001, pt experienced a blood clot in the right eye and lost all vision for "several minutes". Pt has lost feeling in the right side and face as a result of two other transient ischemic attacks and in 2001, pt experienced head pressure, a roaring in the ears and pain down the legs. Based on the current info received, it is presumed the valve remains implanted. Additional info has been requested.